Event description:
Pt knee was aspirated and scoped [joint effusion]. Decreased range of motion in one knee [joint range of motion decreased]. Serum wbc elevated at 11.8 [white blood cell count increased]. Pain [knee pain] . Swelling [knee swelling]. Case narrative: initial information received on 20-jul-2018 regarding an unsolicited valid non-serious case from united states received from a nurse. This case involves a female patient of unknown demographics who experienced pain, swelling decreased range of motion in one knee, serum wbc elevated at 11.8 and pt knee was aspirated and scoped, after she using the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2017, the patient was administered synvisc one (hylan g-f 20, sodium hyaluronate) 1df dosage bilaterally (lot - 6rslo52a; 7rslo1o). On (B)(6) 2017, patient experienced pain , swelling and decreased range of motion in one knee (latency: 9 days). On (B)(6) 2017, patient's knee was aspirated and scoped.(latency: 14 days). On an unknown date patient's serum wbc was drawn and wbc were found to be elevated at 11.8 (latency: unknown). Corrective treatment : knee scoping for knee was aspirated and not reported for rest of the events. The patient outcome is reported as unknown for pain, swelling, decreased range of motion in one knee, pt knee was aspirated and scoped and serum wbc elevated at 11.8. Seriousness criteria: required intervention for pt knee was aspirated and scoped. A pharmaceutical technical compliant was initiated on 25-jul-2018 for product synvisc one (lot number: 6rsl052) with global ptc number: (B)(4). The production and quality control documentation for lot 6rsl052 expiration date (2019-12-31) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 6rsl052 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 25-jul-2018, there are 5 complaints on file for lot# 6rsl052 and all related sub-lots. 5 complaints are on file for lot# 6rsl052a: (1) broken syringe, (1) leaky syringe, (1) detached luer-lok hub, (1) broken luer-lok hub and (1) adverse event report. Sanofi will continue to monitor complaints to determine if a CAPA is required. Additional information was received on 25-jul-2018. Global ptc number and results were added. Text was amended accordingly.